Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge. Additionally, it was reported that occlusion alarms occurred. A new cartridge was loaded to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.